Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that a piece of the battery compartment broke off. The customer's blood glucose level was 233 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.